Manufacturer narrative:
H.6. Investigation summary: two open 30g x 5mm safety pen needles were returned from lot. No. 8170731, cat. No. 329505. Visual examination was carried out on the two opened samples it was observed that both samples were returned activated. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion; as the samples returned were open it is not possible to confirm this defect to be manufacturing related. See section h.10.

Event description:
It was reported that shield attachment issues occurred before use with a pen needle autoshield duo 30gx5mm. The following information was provided by the initial reporter, "during priming,it's noticed that 1. The safety needle cap on the patient's end is locked and cannot be used.this phenomenon has occurred 3-4 times 2. The safety helmet at the end of the injection pen is unpacked after opening the package and cannot be used. This phenomenon happens once." 4 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that shield attachment issues occurred before use with a pen needle autoshield duo 30gx5mm. The following information was provided by the initial reporter, "during priming,it's noticed that the safety needle cap on the patient's end is locked and cannot be used. This phenomenon has occurred 3-4 times. The safety helmet at the end of the injection pen is unpacked after opening the package and cannot be used. This phenomenon happens once." 4 occurrences were reported.